Event description:
Customer reported column lift not lowering. Problem due to bad column lift power supply. No pt injury was reported.

Manufacturer narrative:
The service rep found that the column lift rises, but does not lower. He removed and replaced the column lift power supply. Tested system operation. Column lift operates as intended.